Event description:
It was reported that stent damage occurred. During preparation of a 20x3.50mm rebel stent, it was observed that the stent struts were damaged upon removing the stent protector. The procedure was completed with another of the same device. No patient complications were reported as the device was not introduced inside the patient.

Event description:
It was reported that stent damage occurred. During preparation of a 20x3.50mm rebel stent, it was observed that the stent struts were damaged upon removing the stent protector. The procedure was completed with another of the same device. No patient complications were reported as the device was not introduced inside the patient.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon is loosely folded with the stent secured on the balloon. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. The distal end of the stent is damaged/stretched. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities.